Event description:
It was reported that the lead was capped and replaced due to fracture and loss of capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).